Event description:
The lens opacification, which is suspected to be calcification was observed in the right eye. Date of original surgery 2001. The patient post-op visual acuity has decreased from 20/13 to 20/33. The lens remains implanted.